Event description:
During a percutaneous coronary intervention, the balloon ruptured at 10atm (below rated burst pressure). According the physician, the balloon might have been defective prior to use since the balloon ruptured under the nominal pressure. Target vessel was the proximal and mid right coronary artery and the lesion was denovo not calcified but slightly tortuous with 90% stenosis. Intravascular ultrasound (ivus) was conducted and after pre-dilation with an unknown balloon, the cypher (3.3/30mm) was delivered to the target lesion at the proximal and mid right coronary artery for implantation. Cypher ruptured at 10 atm to 12 atm. Ivus was conducted again and calcification was not confirmed.

Manufacturer narrative:
This product with catalogue number is not sold in the united states, but it is similar to a product with catalogue number that is distributed in the united states. This device is available for evaluation but has not yet been received for evaluation. Additional information will be submitted within thirty days upon receipt.